Event description:
Nursing education shared that they continue to get complaints from nurses about the sterile gloves ripping in the foley catheter kits. Nurses have come accustomed to bringing an additional pair of sterile gloves when they use these kits because the gloves in the kit are ripping so frequently.

Manufacturer narrative:
It has been reported that nursing education continue to get complaints from nurses about the sterile gloves ripping in the foley catheter kits. Nurses have come accustomed to bringing an additional pair of sterile gloves when they use these kits because the gloves in the kit are ripping so frequently. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.